Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of short battery life. There was no visible damage to the battery compartment, and the battery cap was able to fully secure onto the pump. There was evidence of moisture on the interior of the battery cap. The pump powered on with the returned battery cap, and the electrical current draws measured within specifications. The leak test passed. The pump was opened and no evidence of moisture or loose components observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.